Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as a skin breakage that turned into welts. There is no indication of medical intervention. There is no alleged device malfunction. Follow up with the patient was completed and the skin irritation was not improving. The patient continues to wear the lifevest.